Event description:
The customer reported to olympus, the video system center had a noisy image. There was no patient harm associated with the event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the device had no image occasionally due to a defective printed circuit board. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to correct information that was provided in the initial medwatch report and to provide the results of the legal manufacturer's final investigation. Correction to information provided in g3 of the initial medwatch report: the customer's original complaint will not cause or contribute to death or serious injury if the malfunction was to recur. Olympus became aware of reportable malfunction noted in b5 on 13dec2023. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven (7) years since the subject device was manufactured. Based on the results of the investigation the root cause could not be identified; however, it is likely that a printed circuit board failure led to the malfunction resulting in the no image issue. Olympus will continue to monitor field performance for this device.

Event description:
Correction to information provided in the initial report: the device was returned to an olympus service center for evaluation. Upon inspection and testing of the device, it was observed that there was no image occasionally. This report was submitted to report the malfunction found during device evaluation.